Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study devices, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market clinical study that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s left sfa was reportedly reoccluded via duplex ultrasound (dus) imaging. A revascularization involving plain old balloon angioplasty (poba) and a lutonix dcb was performed. The health care professional (hcp) deemed the revascularization was successful. The investigator assessed that the event was possibly related to the study devices, but not related to the procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2019-00088.